Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. The pump was returned for analysis. Interrogation upon receipt indicated that the pump was delivering saline. Analysis of the pump revealed overinfusion-undetermined root cause. The pump was found to be overinfusing by more than (B)(4) at standard test conditions and typical therapeutic rate (300 ul/day) analysis of the catheter revealed catheter body user related hole.

Event description:
The pump and catheter were returned after explant. The return paper work did not suggest or question a malfunction. No patient symptoms and no patient injury were reported. The indications for use were malignant pain and spine/back. The pump underwent routine analysis.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the pump was explanted on (B)(6) 2016 as an elective action for normal battery depletion.

Manufacturer narrative:
This pump was subjected to over-infusion (oi) CAPA testing. No further oi CAPA testing will be done. The return product analysis (rpa) finished out the destructive analysis. Destructive analysis was performed and gear shaft wear was found. Analysis is complete. Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.